Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle retrieved? Was additional dissection or an additional procedure required? Please clarify if the needle broke into separate pieces or if the entire needle separated from the suture. Could you please provide the lot number? Could you please provide procedure name and event date?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle sheared off of the suture and fell into the patient. It was retrieved. Another suture was used to complete the case with no adverse patient consequences. Additional information has been requested.